Manufacturer narrative:
Caller did not know which system produced the reported discrepant result. (B)(4).

Event description:
Complaint rec'd. Reporting balloon inflation problem with one (1) (B)(4) pa catheter. The report states "the balloon was tested during pre-insertion testing and the balloon passed testing. The catheter was placed in the patient without any difficulty. The clinician attempted to perform a wedge pressure and was unable to wedge the balloon. The catheter was removed from the patient and it was noted that the balloon would not inflate. The balloon was intact." The device was removed and replaced with no reported adverse patient consequences or delay in critical therapy. The involved device was discarded. A review of the mfg lot database for the reported lot# 75-648-yj (mfg date 03/2009) shows 500 units were mfg., tested, inspected, & released. Conclusion: the involved (B)(4) catheter device was not returned to the manufacturer for analysis and confirmation. Exact cause(s) of the event are unknown.

Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.59 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.